Event description:
Clinical study. During a coroanry artery drug eluting stenting procedure, there was difficulty withdrawing the balloon. The lesion being treated in the index procedure was a 2.5mm, 90% stenosed portion of the mid left anterior descending (mid lad) extending to the distal left anterior descending. The physician treated the lesion with predilatation and implanting a taxus liberte 2.50x24mm drug eluting stent in the target lesion. The site reported during withdrawal of the balloon there was severe resistance. The physician used increased force and powerful manueuvers including forward movement. That resulted in a dissection on the distal exit of the stent ans was resolved by implantation of a second taxus stent with a short overlap. Flow was not compromised.